Manufacturer narrative:
The biomedical engineer (bme) reported that they were transferring a patient from a bedside monitor (bsm) to a telemetry device and when they hit transfer, the central nurse's station (cns) went black and rebooted itself and when it came back on, they were unable to see that telemetry device anymore. No patient harm was reported. Nihon kohden technician asked the bme to send the logs to them so that they can see why this happened.

Event description:
The biomedical engineer (bme) reported that they were transferring a patient from a bedside monitor to a telemetry device and when they hit transfer, the central nurse's station (cns) went black and rebooted itself and when it came back on, they were unable to see that tele anymore. No patient harm was reported. Nihon kohden technician asked the bme to send the logs to them so that they can see why this happened.